Manufacturer narrative:
Calibration and controls were ok. The target sample volume for the tubes that were used is 4 ml, but the volume of the sample was 1 ml. The centrifugation speed was too high. The investigation could not identify a product problem. The issue is likely related to sample quality.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas e 411 immunoassay analyzer. The sample initially resulted with a troponin t value of 13.87 pg/ml and this value was reported outside of the laboratory. The result was questioned by the doctor, so the sample was repeated. The sample was repeated three times, resulting with values of 144.5 pg/ml accompanied by a data flag, 137.8 pg/ml accompanied by a data flag, and 136.1 pg/ml. An amended report was issued with the 137.8 pg/ml value. The troponin t reagent lot number was 436773. The reagent expiration date was requested, but not provided.